Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed in which allegation was not confirmed. The lead resistances measured normal, hipot test passed, no abnormalities were found.

Event description:
It as reported that this left ventricular (lv) lead was explanted due to dislodgement and patient was experiencing diaphragmatic stimulation. No additional adverse patient effects were reported.